Event description:
The customer reported that he had a pt present with a rash after an examination with a cystoscope treated with cidex opa. The pt had a history of bladder cancer. The customer reported rinsing the scope twice after being soaked in cidex opa instead of three times as directed in the instructions for use. Attempted to f/u with the customer regarding potential pt treatment, but the customer was not available. The customer was provided written info regarding the contraindication of using instruments treated with cidex opa on bladder cancer pts.